Event description:
Additional information received from the patient that once the paddle was replaced it seemed to fix the problem. Patient said that the replacement of the paddle resolved the issue.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that something is going on with the battery. Patient said when they are charging the implant it will say it is charging and an hour later it will show that it is physically charging and it is excellent but then they will have to take the battery out of the device for a few minutes or 15 seconds to reset it. Patient also said last night for the first time they got a weird message after it finally was in the middle of charging and said something about the batteries but they can't remember what it said. Agent asked when this started and patient said a couple weeks ago. Patient then said 3 weeks ago but last night it started doing the part of not charging. Agent advised to reset controller and after reset confirmed blinking green light and controller was at 100% and implant was at 60%. Patient then attempted a charge session and was able to start charging with excellent charging quality. During call the patient was able to advance to 80%. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned they has to charge every single night because the implant always drops to 30-40% every night regardless of if they did anything or not. Patient asked how long it should take to charge the implant and agent reviewed it depends on how low the implant is. Patient states takes 1.5-2 hours to charge. Agent reviewed to follow up with healthcare provider to have the ins checked. Patient called back and stated their charging system messed up really bad last night. Patient stated they couldn't get their implant to charge at all, and it took 2 hours to charge from 60% to 80%. Patient stated all of a sudden a message came up and said system problem rm05, and the message said they could not use their system at all. Agent had patient examine the recharger and controller for damage; patient d enied damage. Agent sent a request to repair for a replacement recharger.